Manufacturer narrative:
The magnesium gen.2 reagent lot number and expiration date were not provided. A field service engineer (fse) determined that there was a bad rinse head nozzle and replaced it. The fse performed a 50 cup precision testing with passing results to verify the instrument. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of multiple questionable magnesium gen.2 results from the cobas 8000 c702 module, results were provided for 1 patient, which are a reportable malfunction. The initial result was 3.1 mg/dl, and the repeat result was 2.3 mg/dl. The customer stated that they were receiving delta failures on patient samples for magnesium and looked back at previous results.